Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17931) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that despite several attempts, the device could not be interrogated. Device was explanted and replaced. Patient condition was great after the event.